Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors. The system operates as intended.

Event description:
The customer reported the images were white. No patient injury was reported.